Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and reviewed the logs. It was found that the system did not recognize the batteries. The power management board was replaced to fix the reported issue.

Event description:
The hospital reported that, unit gave no battery backup alarm. There was no reported patient involvement.